Event description:
It was reported that the pt experienced an inflammatory mass (granuloma). The drug delivery system was removed in 2009; the tip of the catheter remains as it "was stuck and could not be removed". Dilaudid was the first medication in the pump. The pt was in surgery for 10 hours; spent 1 week in the intensive care unit. The pt developed numbness from her waist to her feet bilaterally. Final pt outcome was not reported.